Event description:
During a pericardiocentesis procedure, the tip of the needle catheter broke off. Attempt to retrieve it from the puncture site was unsuccessful. Pt was taken to surgery for removal.